Event description:
The reporter did back to back blood glucose. Reporter's results were 104, 163, 151 and 167 mg/dl. Reporter did not have any symptoms. No harm was alleged. Followup attempts to contact the reporter for add'l info have not been successful.